Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. 6a implanted date: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had one implanted in (B)(6) 2020. They were told it had a 10 year battery life. However, two weeks ago they turned their controller on because they were too bloated and they knew they needed to "up" it and it came up with "low battery call clinician". Their device was failing and they had to wait two weeks to see an healthcare provider (hcp). They ended up in the ER all night on (B)(6) 2024 and had to get a catheter put in their bladder. They were in so much pain. They got over 900 cc's of fluid out of them - toxic! They found out that their doctor no longer worked with these devices so they demanded a manufacturer representative (rep) be there for the appointment.